Event description:
Patient admitted to hospital for removal and replacement of medtronic generator secondary to potental for sudden unexpected battery failure. This reulted from an advisory from medtronic. This device awas implanted. Ub 2005.